Manufacturer narrative:
Analysis for fiber 0010-2400-549a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits signs of slight melting, and severe detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 52,375 joules of use and 1:15 minutes while using the surgical fiber during a prostate procedure, the fiber went on hold and then functioned intermittently. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.